Manufacturer narrative:
The investigation determined that imprecise and lower than expected vitros phbr quality control results were obtained on a vitros 5600 integrated system. Results of precision testing demonstrated that the vitros 5600 integrated system was not performing as expected at the time of the event. An ocd field engineer replaced the immunowash pump, tubing, and cam to return the vitros 5600 integrated system to expected operation. Following this service activity, acceptable vitros phbr performance was observed. The investigation found no evidence to suggest a reagent malfunction occurred. The root cause of this event is instrument related.

Event description:
A customer observed imprecise and lower than expected vitros phbr quality control results on a vitros 5600 integrated system. Results of 46.0, 39.6, and 37.9 g/ml were obtained from the biorad l3 control fluid versus the expected value of 59.2 g/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested for vitros phbr while quality control results were outside of expected ranges. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).